Event description:
Grandmother of a (B)(6)consumer reports that granddaughter developed toxic shock syndrome (tss) due to use of tampon (1st time user). Grandmother states that consumer was feeling tired 2 days before onset of symptoms, and upon symptom development, a tampon was placed into her vagina. It was later removed, but wearing time was unknown. Consumer complained of nausea, vomiting, dizziness, and rash. She developed a fever reaching 40 degrees celsius. Hcp's initial diagnosis was a gi infection. Consumer was hospitalized and placed in the ICU with unspecified heart, lung, and kidney problems but these issue have since recovered. Grandmother states patient developed tss, which was confirmed by an unspecified blood test.

Manufacturer narrative:
(B)(4). This is a non-us event. This event occurred in (B)(6). The product is not sold or imported into the us. This event is being reported since it is determined to be a "similar" product to the us distributed tampons. This closes out this report unless additional significant information is received.